Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (tvt-retropubic, tvt-obturator) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (tvt-retropubic, tvt-obturator) used in this procedure? Citation: obstet gynecol. 2013 may ; 121(5): 1009¿1016. Doi:10.1097/aog.0b013e31828ca49e.

Event description:
It was reported via journal article: "title: patient satisfaction following midurethral sling surgery for stress urinary incontinence". Author(s): clifford y. Wai, md, teresa m. Curto, msw, mph, halina m. Zyczynski, md, anne m. Stoddard, scd, kathryn l. Burgio, phd, linda brubaker, md, ms, leslie m. Rickey, md, shawn a. Menefee, md. Citation: obstet gynecol. 2013 may; 121(5): 1009¿1016. Doi:10.1097/aog.0b013e31828ca49e. This multicenter, randomized equivalence trial aimed to identify factors that may contribute to patient satisfaction with outcome in women who received retropubic and transobturator midurethral slings. A total of 527 female patients with symptoms of stress predominant urinary incontinence for 3 or more months and a positive standard stress test, underwent midurethral sling procedures. The study population were randomized to receive either retropubic (264) or a transobturator midurethral sling (n=263). In retropubic group, tension-free vaginal tape (tvt) gynecare was used. In transobturator group, either monarc or tvt-obsturator (tvt-o) were used; in which tvt-o, was placed starting inside the vagina and coming through the obsturator foramen. At 12 months, complications including adverse effect or serious adverse effect were experienced in 54 patients (mean age sd of 54.8±10.8 years) who were dissatisfied with the procedure and 154 patients (mean age of 53.4±10.8 years) who were satisfied with the procedure. Adverse effect or serious adverse effect included recurrent urinary tract infection, intraoperative bleeding, voiding dysfunction, vaginal epithelium and bladder perforation, mesh exposure, urgency urinary incontinence, and pain (beyond 6 weeks of surgery). The high level of satisfaction seen after midurethral sling procedures is associated with greater objective and patient-perceived improvement of stress incontinence and fewer complications.